Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. H6: additional h6- patient codes: 1994: pain, 4755: swelling/edema.

Event description:
It was reported that the implants at tooth site #29 was removed due to infection & bone loss and allergic reaction. Possible allergic reaction or patient's body rejecting implants. Post-op visit 2 for zimvie biomet 3i dental implant 29 t3pt4310 tight to 50 ncm and encode healing abutment ieeha353. Patient doing well and used medications (cefdinir) as prescribed. Mild redness 31-m but no gingival swelling. Both healing abutments mobile and pain to twisting. Periapical radiograph lr and shows radiolucency all around the dental implant. Appears patient rejecting the dental implant or could have had an infection. Patient has titanium joint replacements with no problems. She knows of no metal allergies. Explained to patient dental implant needs to be removed and bone grafting of the ridge needed again. I showed patient the post-op radiograph on (B)(6) 2026 and how good the bone looked and how it has resorbed since then. Symptoms / patient impact: pain, swelling.